Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing the pod between 4 and 24 hours on the arm her blood glucose level was between 250 mg/dl and 300 mg/dl. Once the patient removed the pod from the infusion site they noticed the cannula was bent. As treatment, the patient gave herself a manual injection of insulin.